Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was 483 mg/dl at the time of the incident. The customer reported that he accidentally dropped the pump and now its not opening. The customer reported that the screen cracked and part of the casing was broken. H the customer corrected high blood glucose by manual shot. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with severely cracked and bleeding lcd glass. Unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test due to cracked and bleeding lcd glass. Device received with minor scratched lcd window, missing lcd window, cracked case, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads, missing end cap sticker, stained address or serial number label and cracked reservoir tube lip.